Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an attempted impella cp implant that was unsuccessful. The patient had a torturous iliac and multiple attempts were made to balloon the arch, but the staff was unable to pass the impella over the arch. The impella implant was aborted, and pci was finished with anesthesia.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition as the patient had heavily calcified aortic arch per clinical details. D4-updated model number.